Event description:
It was reported that the catheter appeared to be working fine. ''It was established by the spinal unit that it appeared that the catheter required replacing after some time.'' When replacing the catheter on (B)(6) 2012, no cerebrospinal fluid (csf) flow was established from the catheter ''even when the catheter was cut before the connection site to the pump segment.'' A new catheter was implanted. It was noted there was no injury. Patient outcome was noted as ''csf flow was ok and x-ray show replacement catheter to be working fine.'' The pump was delivering lioresal.

Manufacturer narrative:
(B)(4): final analysis of the catheter found a compressed area on the catheter body due to the patient anatomy. This compression possibly caused an occlusion. Two areas of compression were seen on segment 2. A significant indent was located 19 cm from the distal tip, while a lesser indent was located 16.5 cm from the distal tip.

Manufacturer narrative:
Catheter model # 8780, lot # 0205546329, implanted: (B)(6) 2012, explanted: (B)(6) 2012.